Event description:
According to the reporter, while the device was already inserted in the anal canal during an open sidmoidectomy procedure on (B)(6) 2017, the stapler did not fire. The stapler did not work at all. The knife blade did not cut and the anvil could not be tilted after firing. They opened a new stapler to resolve the issue in order to complete the case. There was no reported patient injury.